Manufacturer narrative:
(B)(4). Date sent: 01/08/2020. The lot was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was obtained: prior to linx placement, did the patient have an egd, ph, and manometry studies done? Yes. If yes, could you please share the results? What is the lot number of the linx device? When using the linx sizing device what technique was used to determine the size? 3 pop technique. Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? No.

Event description:
It was reported arrived at the hospital for a linx procedure and discovered the procedure was an explant. The patient, an avid weight lifter, had an lxmc15 linx device implanted three months ago. Device was removed due to terrible dysphagia. The doctor believed the patient's diet requirements for weight lifting (eating lots of protein) made it difficult for the patient to overcome the dysphagia, after the linx device was implanted. The device was removed with no additional reflux procedure performed. There were no patient consequences reported.